Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 433 mg/dl. The customer has treated their blood glucose with the insulin pump. The customer also reported a sensor error alert with the sensor. Customer's sensor will be returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor failed per specifications due to high readings; also found the sensor cannula was bent; unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.